Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to charging difficulty. The patient has lost weight and the ipg has migrated in the pocket, making it difficult for the patient to couple the charger to the ipg. The patient is reportedly doing well following the pocket revision.